Manufacturer narrative:
Date of event: the exact event date is unknown. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced increasing incontinence over two months with his artificial urinary sphincter (aus). The patient underwent surgery and all components were removed and replaced. The physician stated that patient had atrophy of urethra and placed the new cuff in a new place on the urethra. There were no patient complications.